Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Locating pin came dislodged from block staying in bone. It was removed and everything completed as planned no adverse effect.

Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Device history review indicated all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review indicated there have been no similar reported events for this lot ID. The investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. As a result, nonconformance was previously raised. The supplier investigation, scope and corrective actions are detailed within the nc and corresponding CAPA. As a result of root cause investigation, the following corrective actions are documented in CAPA: for the counter-bore and pin issue, a new fixturing system will be implemented at supplier to assist in the assembly operation. The radius will be changed back to the original design and manufactured to specification moving forward. A work instruction will be completed for the assembly operation to ensure rework does not occur and assist in the use of the new fixtures. A supplier quality engineer will review the full scope assessment completed by the vendor for accuracy. Training will be conducted with the supplier on supplier change request procedure.

Event description:
Locating pin came dislodged from block staying in bone. It was removed and everything completed as planned no adverse effect.